Manufacturer narrative:
A ge oec svc rep investigated the issue. Service reporting in progress. Service history just prior reported high voltage cable failure to the camera. The issue described is also generally related to a defective high voltage cable. Given history would allow assumption that the hv cable for the collimator was also replaced. If svc report differs, an updated report will be submitted. The sys was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect were reported because of this malfunction.

Event description:
The ge oec 9600 fluoroscopy sys displayed iris pot errors.